Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a blinking front panel and the image dropping out. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the subject device was not returned to legal manufacturer, the reported event cannot be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.